Event description:
The reporter contacted animas on (B)(6) 2014 reporting that since (B)(6) 2014 they received a bolus cancel message on the meter and reviewing the pump, the bolus was delivered. The reporter stated that this has happened around ten times and that they do not receive unable to communicate message. The reporter denied keypad issue and wears the pump in a case with the pump locked. The meter and pump are paired. This report is being made due to history settings issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4). Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the meter was not returned with the pump. The black box shows on (B)(6) 2014 at 09:07 a 1.25u bolus was programmed; only 0.25u of the programmed bolus was delivered due to eaw=167 ¿rf timeout¿ warning. The pump boots to the verify screen with no issues. A 24hr duration test was successfully completed with no errors. No hypersensitive keys observed on the keypad. The pump was paired with test meter s/n aczhr02s to channel 05. A bolus was successfully delivered from the test meter to the pump with no errors occurring; the delivered bolus was accurately recorded in pump history. Another bolus was delivered from the test meter to the pump; this bolus was manually cancelled for testing purposes. The cancelled bolus was correctly recorded in pump history. The complaint could not be duplicated. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.